Event description:
Boston scientific received information that the patient presented to the emergency room due to pocket stimulation. Upon interrogation it was noted that the safety switch had tripped for the right atrial (ra) lead due to low out of range pacing impedance measurements. The patient told the field representative that due to continuous pocket stimulation with her ra lead she was scheduled to see the electrophysiologist for a revision procedure. After the interrogation, the patient's rate increased and it was noted to be due to the minute ventilation feature on the device; the patient was symptomatic due to this increase in pacing rate. The rhythm was broken by temporarily programming the device to vvi 50. Once her symptoms subsided, the device was set back to the previous programming but left the minute ventilation sensor was left programmed off. Subsequently a revision procedure was performed where the physician opted to implant a device subcutaneous versus subpectoral due to access issues. Although the ra lead impedance was low at implant it was not out of range and the physician opted to leave the lead implanted with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.